Event description:
On or around (B)(6) 2008, the plaintiff was implanted with an ams perigee graft with the intention of treating her stress urinary incontinence and/or pelvic organ prolapse. It was alleged that as a result of the implantation, the plaintiff, "suffers serious bodily injuries, including pain discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding." It was also alleged that the plaintiff has experienced, "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.